Event description:
Pt was implanted with the esteem system (B)(6) 2008 as part of clinical trial 0204. On (B)(6) 2013 pt had a normal battery change procedure which left the originally implanted transducers and leads in place. On (B)(6) 2014 patient came in with a small wound breakdown which was treated surgically. The procedure consisted of adjusting the position of the transducer leads to reduce skin tension. There had been no indication of infection, and no culture report was requested. There were no issues or abnormalities associated with the implanted devices.